Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not duplicate the reported complaint but verified the issue in the event logs. The repair of the ventilator is yet to be completed. The reported malfunction could not be duplicated.

Event description:
It was reported that a ventilator touch screen was intermittently unresponsive. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). The coin battery was replaced and the device passes all testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.